Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Per the consumer, he got a rapid pcr testing performed on (B)(6) 2021 and that generated a negative result. Repeat testing with rapid pcr testing was performed on (B)(6) 2021 and that generated a positive result. The consumer used a binaxnow covid-19 antigen self test on (B)(6) 2021 and that generated a positive result. Repeat testing was performed on (B)(6) 2021 and that generated a positive result. Repeat testing was performed on (B)(6) 2021 and that generated a negative result. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Correction : d2 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172986 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 172986 and test base part number 195-430h / lot 169354... The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172986 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.